Event description:
It was reported that an external fluid leak was observed from the damaged pressure sensor of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.